Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a 'ciu offline' notification occurred with the catheter interface unit (ciu) prior to use during setup for a procedure, resulting in no lights on the ciu and the procedure being aborted while the patient was under general anesthesia before electrophysiology access was obtained. The case was cancelled. Multiple troubleshooting steps were performed, including rebooting the system multiple times, swapping fiber and ethernet cables and ports, running an ethernet cable from the ciu to the workstation, changing presets on the radiofrequency (rf) generator to check communication, and conducting electrical safety and field service tests on the system. Technical services recommended replacement of the ciu. The catheter interface unit was replaced, and the system was installed and tested, with electrical safety and field service tests performed. No uncorrectable faults were noted, and the system was deemed ready for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the mapping system was returned and analyzed. The catheter interface unit (ciu) was replaced due receipt of the "ciu offline" notification. Electrical safety and field service testing was performed in accordance with established procedures. In conclusion, the mapping catheter failed the returned product inspection due to the ciu offline notification. The decision to abort the procedure without use of alternate therapy was based upon the medical judgement of the physician. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.